Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position. During valve deployment the 26mm commander delivery system balloon ruptured. During withdrawal, the 26mm commander delivery system balloon started to peel off the end of the delivery system. A cut down to remove the delivery system balloon. The 14f esheath plus distal tip was folded into itself. The patient had an arterial injury which was fixed with stent.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation finding and additional information recieved. Sections: b5, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: delivery system kinks were observed on the balloon shaft distal to the volume indicator and at the distal end, likely attributable to the condition of the returned packaging. Radial and longitudinal balloon burst with the middle portion of the balloon separated. Two pieces of the separated balloon material were returned. No balloon pieces appear to be missing. Slight stretching of the balloon spring was observed at the distal end, and one of the distal balloon wings was noted to be flared. The associated sheath presented with damage at the distal end, including a tip split, partial liner delamination, liner stretching and bunching, and scratches. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over inflation of the balloon. The reported balloon burst was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as review of 3mensio revealed calcification within the patients landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported withdrawal difficulty was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (withdrawal of a burst balloon) likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath, which may have led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information: per pre decontamination, two balloon pieces were separated. It is to be noted per the edwards lifesciences field clinical specialist, when the delivery system initially came out of the patient the balloon material was all intact. The hospital had it forever and vascular had to come put a covered stent into the femoral artery so unsure if they messed with it after the patient was seen up and finished.

Manufacturer narrative:
A supplemental MDR is being submitted to reference related reports. This is one of two manufacturer reports being submitted for this case. In additional, edwards received medwatch voluntary report mw5180310. Sections: b5, g2, g3, g6, h2, h10 have been updated.

Event description:
Per voluntarty medwatch report submitted by risk manager of the reporting hospital, an 85 y o m admitted for transcatheter aortic valve replacement due to severe aortic valve stenosis. During the procedure, the balloon on the device ruptured. The valve was seated without difficulty. However, when removing the sheath, the balloon became lodged in the femoral artery. The cv surgeon was on standby and did an arterial cut down after the patient was intubated. Once he identified the impacted balloon, the surgeon felt that vascular surgery was more appropriate to remove the balloon. Vascular surgeons responded and removed the balloon the cv surgeon closed the wound.